Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one picture was provided by the customer for investigation purposes, related to the failure mode reported in this complaint. One used sample was also received for investigation at salt lake city site. Sample provided by customer contained the bifurcated b1450210r already assembled with tubes and connectors. The sample provided for investigation was analyzed by complaints team at salt lake city. Sample received presented disconnection on bifurcated subassembly a450-210sl which is formed by male connector pn 500-093 and bifurcated pn 450-210. Visual inspection by unaided eye of male connector and bifurcator was performed, it was observed: crack marks at male connector p/n 500-093. Bifurcator p/n 450-210 was found in good condition, no damages or crack marks were found. Trials to disassembled male connector p/n 500-093 and bifurcator p/n 450-210 were performed; the use of a gripper was needed to do it. This is mainly due to the bifurcator barb which works as a lock to keep male connector in place. Gemba was done thru manufacturing process of product b1450210r with the purpose to evaluate potential root causes that may led to the failure mode reported by customer. Final assembly: in this process the bifurcator and the male connector are assembled, then there is the pressing process and finally they are packaged at bulk. As a result of this investigation, it is concluded it was not possible to replicate the failure related to this complaint, failure mode could not be attributable to manufacturing process. Root cause for damage and detachment was not possible to be determined due to the excessive force needed to disassemble the bifurcator and the male connector and the crack caused on the male connector is evidence of an excessive force applied. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rotating collar on the bifurcated connector was cracked/broken, and the connection it created became unstable, causing the patient to be without in vitro fertilization (ivf). This occurred 3 times. There was patient involvement, and no patient harm/adverse event reported.